Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting a sensor error message with the adc device. As a result, the customer experienced asthenia, tremors, and sweating and was provided glucose and bread by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.